Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of (B)(4) (the MFR) and (B)(4) (the imp). (B)(4). The pump has software version 686g030102. (B)(4). The pump performed within specifications. In a follow-up call to the facility, the reporter confirmed there were no adverse reactions associated with this complaint. He stated that the nurse reported that the pump was set to deliver 350 ml if blood at 130 ml/hr; however, the pump switched over to kvo (keep vein open) mode but only approx one quarter of the programmed volume had infused. The reporter could not comment if the IV set was loaded correctly or provide any additional information at this time.